Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 500 mg/dl with nausea, vomiting, abdominal pain, extreme drowsiness, symptoms of dehydration, shortness of breath and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV fluids. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.